Manufacturer narrative:
Additional information: section d.9. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section h.6. Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed. In addition, the device was received with a detached antenna. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed a detached antenna. This is believed to have occurred during revision surgery. System lock could not be obtained at any spacing. This is due to the damage induced during revision surgery. The condition of the electrode prevented an electrical test from being performed. The device passed the electrical tests performed. The residual gas analysis test was above the test limit. This device had moisture that exceeded the rga test limit. The source of the problem was a feedthru hermeticity issue from one feedthru vendor. A corrective action was implemented. Feedthru assemblies from this vendor are no longer used. This older device configuration is not currently manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: sections b.3, d.6b, & h.6. The recipient's device was explanted. The recipient was re-implanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing overly loud sound and discomfort with device use. External equipment was exchanged; however, the issue did not resolve. Revision is scheduled.

Manufacturer narrative:
Correction: section a.2. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.